Event description:
It was reported that during surgery, the bit tip broke off inside the patient. The pieces were removed. A backup device was available to complete the procedure with no delay and no patient injuries.

Event description:
It was reported that during a shoulder arthroscopy, labral and rotator cuff repair, the bit tip broke off inside the patient. The pieces were removed using graspers and x-ray. No tissue was lost due to this event. No additional holes were made to complete the procedure. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
The reported disposable drill for 1.8mm shoulder q-fix, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿the bit tip broke off inside the patient.¿ customer¿s complaint was confirmed. Visual evaluation shows the disposable drill tip is broken. The device is intended for single use and cannot be test. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instruction for use (IFU, pn 62529 rev. C) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: prior to use, examine the instrument(s) and check for proper functioning. The instrumentation is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques. Additional precautions include those applicable to any surgical procedure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.